Manufacturer narrative:
H3 ¿ analysis of the catheter found ¿no significant anomaly ¿ catheter body deformed in shape and/or abrasion ¿ did no affect infusion¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8780. Serial# (B)(6). Implanted: (B)(6) 2019. Explanted: (B)(6) 2026. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 28-dec-2020, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider(hcp) via a manufacturing representative(rep) regarding a patient who was receiving morphine (7.0 mg/ml at 1.2214 mg/day ) and bupivacaine (18.2 mg/ml at 3.176 mg/day ) via an implantable pump for non-malignant pain. It was reported that during an end of service pump replacement, the physician attempted to aspirate the catheter through the catheter access port but was unsuccessful. The physician removed the entire pump segment and 1.5 cm of the spine segment and replaced it with the pump segment from a new 8780 catheter kit. After the catheter was revised, the physician was able to aspirate 1.5 ml from the catheter access port. No known external factors. The issue was resolved at the time of the event.